Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and while changing pump supplies, an alarm (alarm 30) occurred. Customer reloaded cartridge to resolve issues. Customer's blood glucose was 206 mg/dl.